Manufacturer narrative:
This initial emdr is being submitted to reflect the change in type of reportable event as additional information indicated that migration into the cardiac atrium occurred. The lot number for the device was not provided; therefore, the device history records were not reviewed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that some time post port placement for chemotherapy of recurrent breast cancer, the catheter allegedly was identified as fractured via CT examination. It was further reported that the distal catheter segment allegedly migrated into the cardiac atrium. However, as the healthcare professional considered the risk of removal, the segment will remain in the patient. The patient was reported to be hemodynamically stable.

Event description:
It was reported that some time post port placement for chemotherapy of recurrent breast cancer, the catheter allegedly was identified as fractured via CT examination. It was further reported that the distal catheter segment allegedly migrated into the cardiac atrium. However, as the healthcare professional considered the risk of removal, the segment will remain in the patient. The patient was reported to be hemodynamically stable.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. Investigation summary: one x-port isp port with 8 fr groshong catheter and cath-lock assembled together was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a complete break in the catheter, specifically for flexural fatigue as the break surface on the distal end of the catheter was granular on one side and smooth on the other side, and the catheter cross-section had an elliptical shape. These observations are consistent with characteristics of flexural fatigue, which is catheter breaks/tears caused by cyclic kinking of the catheter tube. Also there was circumferentially aligned damage on the surface of the catheter proximal to the break. The definitive root cause could not be determined based upon available information. Physiological, placement, usage, and mechanical factors may have contributed to the observed flexural fatigue break. However, the origin of the damage is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.